Manufacturer narrative:
Subject device is not available.

Event description:
The patient underwent stent-assisted coil embolization of an aneurysm located in the right supraclinoid internal carotid artery. It was noticed during procedure that a coil (subject device) herniated into the lumen of the stent. The coiling was not continued further and the procedure was ended. Raymond scale post procedure was 3. The patient was assessed having a mrs of 0 at 2,6, and 12-month post-index procedure, and nihss of 1 at 12-month post-index procedure .

Manufacturer narrative:
Executive summary: corrected: additional information received clarified that the herniated coil (third coil) was safely removed while still attached to the delivery wire and that the coil was not implanted in the patient. Concomitant products grid : added. Device code grid: corrected: there was no coil herniation: the coil was safely removed while still attached to the delivery wire and not implanted in the patient. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Further information received from the facility has indicated that the coil was safely removed from the patient's body and still attached to the delivery wire. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The patient underwent stent-assisted coil embolization of an aneurysm located in the right supraclinoid internal carotid artery. It was noticed during procedure that a 3rd coil (subject device) herniated into the lumen of the stent. The 3rd coil was safety removed from the patient and still attached to the delivery wire. The coiling procedure was not continued further and was ended. Raymond scale post procedure was 3. The patient was assessed having a mrs of 0 at 2, 6, and 12-month post-index procedure, and nihss of 1 at 12-month post-index procedure